Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. An accelerated stress test (ast) simulated treatment was initiated and completed without failures. No alarms occurred during the test, grinding was encountered in motor b. There were no fluid leaks found in the test cassette. The cycler underwent and passed a system air leak test, and a balloon valve actuation test passed. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler was performed. There were visual indications of fluid in the hp2 filter. Fluid in the hp2 filter is a known failure related to the m31 alarm. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown location after ending their pd treatment. The patient stated that there was no fluid discovered in the pump module area of the cycler but stated that there was fluid discovered on the external of the cassette. The patient reported receiving multiple air detected in cassette alarms during drain 1 of 4 of treatment. The patient rebooted the cycler and the alarms continued. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient stated that the fluid leak occurred on (B)(6) 2021 during their second setup. The patient stated that they received multiple air detected in cassette warnings during drain 2 of 4 of their second setup. The patient stated that the alarms persisted, so they shut the machine down. Upon opening the cassette door, the cassette was leaking into the door. The patient stated that the fluid leak occurred at some point during treatment, but they were unsure when. The patient confirmed that there were no issues with the bag and confirmed that only the cassette was leaking. The cause of the leak was unknown, and the patient stated that no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was unable to complete peritoneal on the night of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler is scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown location after ending their pd treatment. The patient stated that there was no fluid discovered in the pump module area of the cycler but stated that there was fluid discovered on the external of the cassette. The patient reported receiving multiple air detected in cassette alarms during drain 1 of 4 of treatment. The patient rebooted the cycler and the alarms continued. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient stated that the fluid leak occurred on (B)(6)2021 during their second setup. The patient stated that they received multiple air detected in cassette warnings during drain 2 of 4 of their second setup. The patient stated that the alarms persisted, so they shut the machine down. Upon opening the cassette door, the cassette was leaking into the door. The patient stated that the fluid leak occurred at some point during treatment, but they were unsure when. The patient confirmed that there were no issues with the bag and confirmed that only the cassette was leaking. The cause of the leak was unknown, and the patient stated that no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was unable to complete peritoneal on the night of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler is scheduled to be returned to the manufacturer for physical evaluation.